Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. A third party investigation was conducted at the scene of the incident. The experts noted that there were smoking materials observed at and near the area of origin of the fire, and there is evidence pointing to smoking being the cause of the incident.

Manufacturer narrative:
Caire is coordinating a third party investigation of this adverse event and the device involved. If any new information is discovered, a follow-up report will be submitted.

Event description:
On april 22, 2022, caire was notified of the below incident by (B)(6): the unit was involved in a house fire. At the time of the fire, there was an o2 concentrator in use by the patient, which was manufactured by caire inc. The caire o2 concentrator was purchased from and/or supplied by community surgical supply. The patient passed away from injuries from the fire.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. 7/12/2022: a third party investigation was conducted at the scene of the incident. The experts noted that there were smoking materials observed at and near the area of origin of the fire, and there is evidence pointing to smoking being the cause of the incident. 8/24/2022: a third party investigation was conducted on 7/21/2022 to examine evidence. Circumstantial evidence points to the patient engaging in smoking-related activity at the time of the fire. The burn pattens clearly indicate the source of the fire was external to the concentrator.